Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the housing on the universal battery charger device was broken and torn off. It was noted in the service order: "repairs by third persons, pressed no function charging bay, the main board is defective, charger has been opened, screws and u-slide are missing or loose, wireless, cable clamped and cable management not as original." This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The incorrect alert date ((B)(6) 2015) was inadvertently inserted into the initial medwatch report. Upon additional information received from the reporter the correct alert date has been received ((B)(6) 2015). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the housing was broken torn off. The assignable root cause was determined to be due to improper handling, which is user error, misuse and abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.